Event description:
The customer contacted baxter's technical service center to report an alarm on the homechoice (hc) machine during fill 1. The technical service representative (tsr) had the hp cycle the power, the hc went to press go to start. The tsr had the hp check the alarm log, and the tsr explained the alarms. The hp stated he was trying to just replace the cassette. The tsr explained the hp cannot replace just one part of the setup. The tsr had the hp close all the clamps and open the door. The tsr instructed the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance made repeated unsuccessful attempts to contact the home patient (hp) to obtain additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.